Event description:
During retraction of a 7.0mm malyugin ring, the ring fractured at the glue joint. There was no impact to the pt and the procedure was completed as planned.

Manufacturer narrative:
The ring was returned showing signs that it was improperly retracted into the inserter causing it to malfunction.